Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock when in a bent position. Technical services (ts) reviewed device history, confirming system oversensing when patient in a bent position. Ts discussed system optimization with the field representative, to include an additional sensing test, with patient in multiple position. To date, no system changes have been reported and no additional adverse patient effects have been observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.